Manufacturer narrative:
Concomitant product: 4470 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the thresholds and impedances on the right ventricular (rv) lead had risen to high levels. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.